Manufacturer narrative:
H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. No further actions are required at this time. The available medical documents were reviewed. A clinical root cause for the metallosis could not be determined. Although the elevated cobalt and chromium, pseudotumor and gray-tinged synovial tissue are consistent with the reported metallosis, the clinical root cause of the metallosis cannot be definitely concluded. However, the seroma is a known risk of any surgery, it can be an adverse result of the procedure. As well, the fascial tear was noted during the first revision. It cannot be concluded the recurring seroma and/or fascial tear are associated with the implant. A definitive root cause for the metallosis cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. The root cause of the seroma and fascial tear can be attributed to an adverse event related to procedure. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, a patient received a right bhr cup, modular head and an anthology stem on (B)(6)2007. Later they underwent medically indicated revision surgery on (B)(6)2022. The patient had experienced severe pain, limited mobility, metallosis, and elevated cobalt chromium levels. During the revision surgery, significant metallosis, debris, and a large pseudotumor was found, indicative of mom reaction. The bhr components were exchanged for a zimmer femoral head and cup, and a zimmer xlpe dual mobility liner. The patient developed extensive soft tissue necrosis as a complication of metallosis and pseudotumor. After the revision surgery, the patient experienced instability and a dislocation while moving in bed, and on (B)(6)2023 underwent a second revision surgery due to fascial tear with recurring seroma from metal-on-metal pseudotumor. No s&n devices were revised at this time.

Manufacturer narrative:
H10. Additional information in b5, b7, d10 and h6 (health effect - clinical code).

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, a patient received a right bhr cup, modular head and an anthology stem on (B)(6) 2007. Later they underwent medically indicated revision surgery on (B)(6) 2022. The patient had experienced severe pain, limited mobility, metallosis, and elevated cobalt chromium levels. During the revision surgery, significant metallosis, debris, and a large pseudotumor was found, indicative of mom reaction. The bhr components were exchanged for a zimmer femoral head and cup, and a zimmer xlpe dual mobility liner. No other complications were reported.